Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise which was oversensed. It was noted that noise was due to a possible subclavian crush. The ra lead was surgically abandoned. A new lead was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.